Event description:
Customer reportedly received results of 200 mg/dl and 107 mg/dl within 10 minutes on compact plus system. Customer took her insulin after getting erratic reading. No adverse event reported. Requested return of suspect device, and replacement was sent.